Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 283 mg/dl after a dinner meal while using the ilet system, with the cause unclear due to uncertainty about the meal content and whether the meal was announced correctly. Symptoms included elevated blood glucose. Outcomes included no alarms and no reported medical intervention or hospitalization. Investigation included troubleshooting and education addressing meal announcements and carbohydrate estimation, including guidance that announcements should be based on carbohydrate content and that snacks with 15 grams of carbohydrates or less do not require an announcement. Investigation of this case revealed no device malfunction and focused on user technique related to meal announcement and carbohydrate assessment. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.